Event description:
Patient reported "right side implant exchange from textured to smooth ". Healthcare professional later reported "grade iii capsule". Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: yellow and red particles on the surface shell. Fluids.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and patient's concern with the product.

Event description:
Patient reported "right side implant exchange from textured to smooth ". Healthcare professional later reported "grade iii capsule". Device has been explanted.